Manufacturer narrative:
A4 - weight: 62.5 kg device evaluated by MFR.: returned product consisted of an angiojet solent omni catheter. The pump assembly, effluent/supply line, shaft, tip and spike line were visually examined for damage or any irregularities. The catheter shaft showed no damage. The supply line was inspected for damage and it was noticed that the supply line was separated 67cm from the pump luer fitting. Functional testing could not be completed due to the damage noticed. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities.

Event description:
It was reported that catheter break occurred. The target lesion was located in the lower extremity of the left leg. An angiojet solent omni catheter was used for a thrombectomy procedure. During the procedure, it was noted that the catheter hypotube was fractured. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Weight: (B)(6).

Event description:
It was reported that catheter break occurred. The target lesion was located in the lower extremity of the left leg. An angiojet solent omni catheter was used for a thrombectomy procedure. During the procedure, it was noted that the catheter hypotube was fractured. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.